Event description:
The hcp reported the pt presented in 07/2000 with signs of an infection of the device pocket and catheter track. These included redness, drainage, incisional wound opening, and blisters. The hcp did not know if a culture was done, but did report the pt did not have meningitis. The pt was treated with IV antibiotics and total device system explant. The infection resolved and the pt is reported to be doing well with a new pump implanted 2000 and "reanchored 04/2001".